Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d4 (add UDI number). Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
An olympus account manager reported on behalf of the customer that the evis exera iii video system center sdi out ports are not giving a signal to monitor, giving no image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: printed circuit board failure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no signal to monitor, giving no image issue was due to printed circuit board failure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.